Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion.  Based on the information received, the cause of the reported incident is related to user error.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
It was reported the patient did not recharge the ipg as recommended. In turn, the ipg was deemed inoperable. Surgical intervention may be pending.

Event description:
Additional information found indicates the ipg was explanted and replaced to address the issue.